Event description:
A us distributor returned a monitor and reported monitor was displaying a download code 1.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (dl code 1) was confirmed due to the insulated-gate bipolar transistors (igbts) q12 and q16 being shorted on the defibrillator pca board. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.